Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and the physician believed that the cuff was too big. The cuff was explanted and a new smaller cuff was implanted. There is no additional information reported.